Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer blood glucose level was unknown at the time of incident. The customer was in intensive care unit for 3 days in the hospital. Customer stated that the cannula was bent. Troubleshooting was not assisted. The insulin pump will not be returned for analysis.